Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported infection is not related to vns therapy.

Event description:
It was initially reported the patient may have a potential infection that may result in vns removal. The surgeon explained that the patient's wound had split slightly at the chest incision site and they were optimistic it was external and at the suture closures, but the issue still didn't resolved. An additional antibiotic was prescribed. Later it was reported that the patient will have the vns removed due to infection. Clinic notes were received in regards to the referral for explant. Within the notes it was stated that after the patient's normal generator replacement, the patient developed a postoperative infection, which was treated with multiple antibiotics for several months. However, despite the patient being on antibiotics for several months, the wound continues to drain yellow fluid periodically and also swells up. Previously the patient had a fever, but he has not had the fever recently. The infection does appear painful. An attempt to cauterize the wound site did not stop the drainage of yellow pus. The patient's vns generator has since been explanted. Review of the device history record for both the lead and the generator confirmed sterilization prior to distribution.

Manufacturer narrative:
Operator of device, corrected data, initial report inadvertently selected incorrect device operator name and address, fax, #, corrected data, initial report inadvertently contained incorrectly-formatted fax number.

Event description:
The patient later underwent lead explant surgery due to continuation of the infection. No additional relevant information has been received to date.